Event description:
It was reported that a stopcock administration set was damaged. This was identified during infusion of an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown, however, the event was reported to have occurred in (B)(6) 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified cracks on one of the luers, confirming the reported condition. The cause of the cracks was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.